Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine generator change, the physician noted insulation damage on the patient's right atrial lead. The physician used a bsx repair kit to fix the damage during the procedure on (B)(6) 2021. The patient was stable throughout.